Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had no traces of moisture noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It is reported that customer experienced moisture damage of insulin pump. Insulin pump will be replaced. No further information provided.